Event description:
Further review of the submitted log files revealed that the system controller reset on (B)(6) 2025 following the loss of external power to the mpu. Prior to the reset, the backup battery was supporting the system during the loss of external power without any issues.

Manufacturer narrative:
Section h3: corrected. Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: review of the submitted log files confirmed that the pump was reset, which appeared consistent with a reset due to an electrostatic discharge (esd) event. Data in the submitted log files on the event date of 30jan2025 was reviewed. Events were captured on 30jan2025 that were consistent with the pump being reset due to an esd event. After the pump had been restarted, the system operated as intended at the set speed, and there were no other notable alarms active in the reviewed log file data. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 6 ¿patient care and management¿ explains that strong static discharges should be avoided, and high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular assist device to stop. This section instructs that the device should be connected to battery power when performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 6 also contains a section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Section 7 ¿alarms and troubleshooting¿ explains system alarms and the recommended actions associated with them. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. The heartmate 3 lvas patient handbook, rev. D is currently available. Section 1 ¿introduction¿ warns that high levels of static electricity may damage or harm the system and may cause your pump to stop. This section instructs that the device should be connected to battery power before performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 4 ¿living with the heartmate 3¿ also contains a section entitled ¿static electricity¿ that lists ways to reduce static electricity. Electrostatic discharge is included in the ¿testing and classification¿ tables of this document. The current revisions of the IFU and patient handbook can also be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient was getting dressed when they experienced low voltage alarms while connected to the mobile power unit (mpu). Then mpu lights shut off and the alarms stopped. The patient attempted to plug the mpu into another outlet, yet the lights remained off. The patient proceeded to connect to battery power and no alarms appeared. The left ventricular assis device was interrogated at clinic and found that the pump had stopped. Low voltage, pump stop, and no external power alarms were noted, and patient denied any static electric shocks. Log files were submitted for further evaluation. The log file captured a series of pump stops alarms on (B)(6) 2025 at 8:04 am. It appeared that an electrostatic discharge (esd) event produced a surge that caused the mpu to shut off. This pump stop lasted for 12 seconds. It was later reported that the mpu was exchanged. It was also noted that the patient experienced no adverse effects from the pump stop.